Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: 9735795, lot/serial: unknown product ID: 9736325, lot/serial: unknown a medtronic representative went to the site to test the equipment. Testing revealed that there had been a known crack in the camera cart screen which had finally led to the touch functionality of the screen to failing. No parts have been returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the procedure being conducted was an open reduction internal fixation right sacrum acetabulum. The issue was resolved after the hard reboot. A manufacturing representative (rep) made a site visit to perform a system checkout and believed the behavior was incorrectly reported. The rep was unable to replicate the system being unresponsive, but did notice a crack on the camera cart monitor. The camera cart monitor was unresponsive to touch. The main cart monitor, mouse, and keyboard worked on both screens. The rep believed that the unresponsive behavior reported was due to this lack of touchscreen functionality on the camera cart.

Manufacturer narrative:
H3, h6: the monitor was returned to medtronic for analysis. Physical damage was unable to be confirmed. Fdm b01, fdr c19, and fdc d14 are applicable to the monitor analysis. Lot number of monitor: 18020983 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the site needed assistance with the cross hair behavior. It was noted that after changing the setting the software was unresponsive. The site decided to attempt a hard reboot. There was a less than hour surgical delay and no impact on patient outcome.